Manufacturer narrative:
D10: concomitants: 02-012-47-3013 - logic cr tib insert std, sz 3, 13mm, (B)(6); 201-78-82 - collar fixation pin 2pk 40mm, quick release, (B)(6); 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6); 02-010-04-0330 - logic cr femoral por, right, sz 3, (B)(6); 201-78-15 - holding pin mini sharp point 4 pk, (B)(6); 200-02-32 - three peg patella 32mm, (B)(6); 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19, (B)(6).

Event description:
It was reported via a legal notification that a 66 yo female patient, initial right knee implanted in (B)(6) 2017, underwent a revision procedure in (B)(6) 2017. The party stated that she has suffered pains after her knee surgery. She was revised to a different insert of the same size. No radiographs, or device images were provided. No further information known at this time.